Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. The customer's blood glucose was 291 mg/dl. The customer was instructed to remove the obstruction to resolve the issue. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.